Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated that the mechanical operation of the catheter slitting/split showed a spiral slit. The mechanical operation of the catheter shaft was kinked. Visual analysis of the lead indicated damage during use. The analyst noted that the catheter shaft was kinked the spiral slitting was observed with the delivery catheter, and spiral slitting led to the catheter being broken into two pieces. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a part of the catheter detached during cutting. The catheter and the detached part were removed. A new catheter was use. No patient complications have been reported as a result of this event.